Event description:
A 61-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that during an inpatient rehabilitation stay, the patient experienced an unwitnessed fall and sustained a skin laceration on the back of his head on (B)(6) 2024. The patient was brought to the hospital and received unspecified medical intervention including a head CT that showed no evidence of abnormalities. The rehabilitation facility determined the patient was a fall risk and discharged the patient. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the device to the fall and secondary skin laceration cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Manufacturer narrative:
Novocure received additional information on (B)(6) 2024, from the prescribing physician, that the patient experienced two unwitnessed falls on (B)(6) 2024, and since then his ability to walk and speak deteriorated and he needed a wheelchair. The physician noted that the patient was not injured during the fall and he received conservative treatment and assessed the event as unrelated to optune gio therapy. Additionally, the patient was experiencing disease progression. Gait disturbance and aphasia are unrelated to optune gio therapy.